Event description:
According to the reporter: a patient who had undergone an operation had heard a sound like the thread had been breaking, but no wound dehiscence was confirmed. No bleeding. No harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).